Event description:
It was reported that bd intima ii - leakage. After the patient's cannula was inserted, air leakage was found at the connection between the cannula and the tubing. The cannula was removed and reinserted, causing a second puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: product code: 383078.

Manufacturer narrative:
Additional information: following the submission of the initial MDR, the material number was provided. (D) catalog # and medical device brand name have been provided.